Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead showed high impedance, high thresholds, high output, no capture, and an apparent fracture. During an office visit, pocket stimulation was also noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.